Event description:
Physical loss of balloon from catheter with recovery of balloon outside of pt. A pt was having a pulmonary artery catheter inserted. The balloon was tested before it went into the sheath, but it is unk if the balloon was tested after insertion through the sheath. It is the routine practice at the account to test the balloon after insertion through the sheath. They had trouble floating the catheter after insertion and so removed it and noticed the balloon missing. When they inserted another through the sheath, the balloon from the first catheter came out of the sheath. There was no pt incident or harm done to the pt.